Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas after consuming additional carbohydrates before exercise without disconnecting or pausing therapy, resulting in a blood glucose of 55 mg/dl. Symptoms included urgent low glucose and low glucose. Outcomes included successful correction with oral glucose and no further escalation. Investigation included troubleshooting and education regarding pausing or disconnecting therapy prior to carbohydrate loading during exercise. Investigation of this case revealed that when the user subsequently paused or disconnected therapy before carbohydrate loading during workouts, the issue did not persist, indicating user-related operational factors rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.